Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of insert slide clamp alarm was confirmed in the alarm log. The cause was due to a dirty slide clamp sensor. To resolve the issue the slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.